Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that loss of telemetry occurred during threshold testing on the right ventricular (rv) channel. The test continued and loss of capture occurred. This patient was symptomatic due to dependency as greater than two seconds of inhibition occurred. A boston scientific technical services consultant discussed the possibility that telemetry was interrupted and the caller confirmed a potential obstruction on the cart. No adverse patient effects were reported.